Event description:
Spontaneous. Patient stated one of her pumps does not function and there was no error message. She was not able to find the serial number/due date at this time. Patient already switched to the back-up pump which is functioning and there was no gap in therapy. Asked patient to call back to provide serial number if possible and keep the pump for return. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we replace device? Yes . Also, patient mentioned that there is blood on the connector area and she noticed it when she changed to the new mix just now. Advised patient that I will ask the nursing supervisor to call patient and see if he can help walk through on the phone. Advised patient to be prepared to go to the hospital if it does not get resolved. Reported to (B)(6) by pt/caregiver.